Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were unresponsive also insulin squirted from cannula when priming. Customer also stated that rainbow effect on the screen of insulin pump and when priming the pistons can barely be heard. No harm requiring medical intervention was reported. The device will not be returned for analysis.